Manufacturer narrative:
A lab analysis of the returned device found the liner was fractured and the bearing surface and the rim of the liner had visible signs of damage and metal transfer that could have occurred during use in vivo or upon extraction. This device was part of field action initiated in 2011, which identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liner. This has been addressed and no additional actions are being taken at this time.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to a fractured ceramic liner.